Manufacturer narrative:
This event occured in the u.s. Alber is filing this report as the patient suffered an injury. The extend of the injury is not known as of the date of this report. Alber requested the involved device for investigation.

Event description:
Narrative event description: client was at the (B)(6) zoo on flat surface when right side wheel axle snapped and fell off chair. Client was injured as a result of falling out of chair when axle snapped, and wheel fell off chair. She went to the doctor to get checked out.

Manufacturer narrative:
Alber performed an investigation of this case. It was identified that the original installation of the device to the wheelcair had been altered and component have been added to the wheelchair. Who added the components after the original installation to the wheelchair is beyond albers knowledge. The original position of the control unit was moved and a seat belt was added. The additional added seat belt bracket touched and deformed the e-fix bracket. Due to the fact that the seat belt bracket pressed/touched on the e-fix bracket additional forces were exerted on the bracket which caused its deformation causing the axle of the e-fix wheel to shear off.

Event description:
Narrative event description: client was at the baltimore zoo on flat surface when right side wheel axle snapped and fell off chair. Client was injured as a result of falling out of chair when axle snapped, and wheel fell off chair. She went to the doctor to get checked out